Event description:
Paramedics were using the device to administer pacing therapy to a patient, condition not reported. The operator was able to continue patient pacing by "hold" the therapy cable where it connects to the device. The reporter indicated patient outcome was not adversely affected due to continued device use.